Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2019-00019.

Event description:
This is 1 of 2 reports. A sales representative reported on behalf of the physician that they have been experiencing movement of the xr2 unit (a2114 mayfield infinity xr2 skull clamp and a2079 mayfield infinity xr2 base unit) during surgical procedures. The movement was affecting the accuracy of the navigation system. Additional information received on (B)(6) 2019 indicating that this issue occurred on (B)(6) 2019 during surgery so another o-arm computed tomography (CT) was taken to compensate for the move.

Manufacturer narrative:
The product was not sent in to the manufacturer for evaluation. Device history record reviewed revealed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The complaint was not confirmed. The root cause to the end user's experience could not be determined. Device identifier (B)(4).

Event description:
N/a.